Event description:
It was reported that bd maxzero extension set had flow issues the following information was received by the initial reporter with the following verbatimit was reported by customer that "when prepping a tri-fuse connector for line change, it was noted that the white port on the tri-fuse would not flush through."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed for the tubing with the red clamp. Further visual inspection under the microscope showed excess solvent near the male luer. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of occlusion between tubing/adapt trifurcated could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. Additionally, the affected sample may have gone undetected due to a missed occlusion test or equipment failure. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production.